Event description:
It was reported that a user experienced hypoglycemia while using the ilet following a meal announcement that did not match actual intake; the user announced a larger meal than consumed and then treated the low with honey during the first week of ilet use. Symptoms included no reported clinical manifestations with a lowest glucose of 63 mg/dl. Outcomes included low-glucose alert and transient hypoglycemia that was self-treated without medical intervention or hospitalization. Investigation included customer care review, product troubleshooting, and user education on meal announcements and snack handling. Investigation of this case revealed user interaction contributed to the event, specifically an incorrect meal size announcement during early adaptation to the system. It was concluded that the device functioned as designed and that the event was attributable to use-related factors, with education provided to mitigate recurrence. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.